Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with all additional relevant info. Device #1 proglide, lot# 77026-6h, is being filed under medwatch manufacturer report number: 2953144-2009-001004.

Event description:
Device #2 malfunction: difficult to insert-sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during device deployment, the needle plunger could not be advanced completely for the collar of the plunger to make contact with the proximal end of the body. Resistance was encountered removing the needle plunger. No suture was present when the device was removed. A second proglide was used but resistance was felt during insertion. The device was removed and an angioseal was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.